Event description:
A site representative, (B)(6), reported that while in a cranial surgery, the stealthstation treon guidance system camera displayed a decreased tracking volume and they were unable to track the frame and the probe at the same time. The nurse stated they registered the pt, but they were unable to verify accuracy with the system because the probe was flickering between yellow and green status. A medtronic representative walked the site through troubleshooting, however, the surgeon opted to complete the procedure without the use of the stealthstation. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued, a replacement psu and spring arm were shipped to site on (B)(4) 2011. Investigation finds that the suspect psu passed subsequent functional and aak tests and is now fully functional. Issue resolved.